Manufacturer narrative:
The below report was received by health authority asnm (reference number: (B)(4)) on 23-dec-2022. The most recent information was received on 30-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain unexplained by different examinations") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhage during period") and myalgia ("muscle pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding or myalgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority asnm reference number: (B)(4) on 23-dec-2022. The most recent information was received on 13-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain unexplained by different examinations") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic periods"), headache ("intense headaches"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, myalgia, arthralgia or headache. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jan-2023: event joint pain & intense headache were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 23-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain unexplained by different examinations") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhage during period") and myalgia ("muscle pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding or myalgia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.